Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced a blood glucose (bg) level in the 40's (mg/dl). The suspected cause was unknown. The customer consumed soda to stabilize bg levels. A system check was performed with tandem technical support and no issues were identified with the pump or supplies. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.